Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event identified during preventative maintenance. The device was visually inspected and functionally tested. The cause of the missing door magnets is unknown. To correct the condition, the door magnets were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flogard infusion pump was found to be missing door magnets. No additional information is available.